Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: please provide procedure name? Hernia procedure. How was the procedure completed? Another secure strap used . Were there any adverse patient consequences? No, the device was returned with the cannula cap damaged. Fire testing was not conducted because trigger was jammed. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable. It is possible that the cannula cap detached due to damage on the fork.

Event description:
It was reported that the patient underwent a a laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the evaluation, it was noted that the device was returned with cannula cap damaged. Another like device was used to complete the procedure. There were no adverse patient consequences reported.